Manufacturer narrative:
Conclusion: a device history review is not required as the event description does not indicate a potential manufacturing issue. Con duction disturbances and arrhythmias are known potential adverse effects per the instructions for use and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the prosthetic aortic valve (pav). (B)(6).

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, the patient's postoperative electrocardiogram (ECG) showed sinus bradycardia, left bundle branch block, and hypotension. The hypotension was treated with medication. Day 1 postoperative the patient's echocardiogram showed a pericardial effusion, no treatment given. Issue was resolved on the echocardiogram 5 days postoperative. Two days postoperative the patient's heart monitor showed a junctional rhythm. Four days postoperative the electrocardiogram (ECG) showed intermittent complete heart block with a left pleural effusion. No treatment was given for the pleural effusion, patient will be monitored. Seven days post procedure, a permanent pacemaker was implanted with no adverse patient effects. Device remains implanted.

Manufacturer narrative:
The device remains implanted, therefore will not be returned for analysis. Conclusion: the device history review and investigation are still in progress. Once the review and investigation is complete a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.